Event description:
A malfunction alarm was reported with the pump while it was in use, specifically alarm 30. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Despite efforts to resolve the issue by loading a new cartridge, the alarm persisted. Technical support arranged to send a replacement pump to the customer, who will use multiple daily injections (mdi) as a backup therapy.